Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2317500. Model:sc-2317-50. Serial: (B)(6). Batch: 5061991/5062135. UDI: (B)(4).

Event description:
It was reported that the patient had problems in urinary track and the spinal cord stimulator (scs) device was not healing in the area. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.